Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. One infusion pump was received for evaluation. Visual inspection found tamper seal intact, right plunger case the flipper was getting stuck. The device's event history log was reviewed for evidence of the reported event, and nothing was found. Further, no errors were noted during the power up process, audio test. Since no issues with the device were found, no root cause for the reported event could be determined and no repairs or actions were needed. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.

Event description:
It was reported the device has a primary audible alarm. No patient injury.